Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was causing immense pain due to it beet laying next to the spine. It was also noted that the stimulator was not providing adequate relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patients implantable pulse generator (ipg) was causing immense pain due to it been laying next to the spine. It was also noted that the stimulator was not providing adequate relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19013108.